Event description:
Customer stated she was traveling back and forth and 12 hour time difference what she was use too caused her basal rates to change as well as the times she ate. Paramedics came to customer home for low blood glucose event, treated with food. Blood glucose was around 50 to 60 mg/dl, when paramedics tested her. Customer was tired and took a nap her son found her passed out and called paramedics. Event occurred two weeks ago from call on (B)(6) 2015. Perceived cause of low was travel and stress. Customer declined troubleshooting and stated the insulin pump was working fine. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.